Event description:
It was reported by a customer complaint that: the patient experienced diabetic ketoacidosis which required hospitalization. During this episode the patient stated their blood sugar was >500. The report described that the patient's blood sugar was running high all throughout the day. The patient changed their administration set and moved insertion sites. The patient checked their insulin and their insulin pump, both were reported to be all right. That evening the patient presented to the ER due to elevated blood sugar levels and large ketones. The patient stated that they never received any alerts or alarms that pump was malfunctioning or not delivering insulin and when they ran a test bolus the pump was determined to be delivering adequatley. Patient recovered from the alleged episode with no incident related medical sequelae.